Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the device. Patient was asymptomatic. Myopotential oversensing is suspected. Programming changes were made. Device remains implanted.